Event description:
A diabetes nurse specialist reported that pt who was using novofine needles, experienced that a needle broke off into their abdomen in 2004. The pt had injected their insulin as usual, but when they removed the needle from the skin, it was stated that only the basic construction of the needle remained. Two days later the needle was removed surgically at the health care center. The pt had used the needle once prior to the event and they stated that they usually use each needle twice for their four daily injections. Pt has been using the device since 1997 and has been instructed in the use of the device and injection technique. Their injection sites have been checked and nothing abnormal has been found. The outcome of the event has not been reported. No sample is expected to be returned for analysis. Co comment: novofine needles are intended for single-use only.